Manufacturer narrative:
This report is submitted on june 24, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient, the patient experienced an infection at the magnet site which was treated with an antibiotic of unknown application. The implant remains in-situ.